Manufacturer narrative:
Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, pharmacological, patient, and clinical factors including comorbidies and driveline exit site management may have contributed to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical database that the patient presented with complaint of daily driveline drainage. Cultures grew new corynebacterium and (B)(6). Antibiotics vancomycin and cefazolin were subsequently administered. Blood cultures were negative. The patient was discharged on 500 mg cephalexin by mouth (po) every six hours until (B)(6) 2016. The patient was switched to cefadroxil for ease of dosing (1 gram every 12 hours). The event has not resolved. The site deemed the event as related to patient condition, and unrelated to the lvad procedure and device. No further information was provided.